Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled proximally from crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80-90%, 64mm x 64mm, concentric, de novo target lesions were located in the non-tortuous and non-calcified left main artery, right coronary artery, and left circumflex artery. After crossing the lesion with a 6f ebu 3.5 guide catheter and a non-bsc guidewire, pre-dilatation was performed with a non-bsc balloon catheter. A 24 x 3.50 promus premier drug eluting stent was used; however, deforming of the proximal part of the stent was noted. The device was removed and the procedure was completed with another of same device. Post-dilatation was performed with a non-bsc balloon catheter. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80-90%, 64mm x 64mm, concentric, de novo target lesions were located in the non-tortuous and non-calcified left main artery, right coronary artery, and left circumflex artery. After crossing the lesion with a 6f ebu 3.5 guide catheter and a non-bsc guidewire, pre-dilatation was performed with a non-bsc balloon catheter. A 24 x 3.50 promus premier drug eluting stent was used; however, deforming of the proximal part of the stent was noted. The device was removed and the procedure was completed with another of same device. Post-dilatation was performed with a non-bsc balloon catheter. There were no complications reported and the patient status was stable.